Event description:
(B)(6) 2015 pump stoppage, power increased to 20, patient placed on unground cable. (B)(6) 2015 3 additional pump stoppages, unable to restart pump, driveline disconnected from controller, patient made cmo.

Manufacturer narrative:
.